Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the suspect uim was returned to vyaire's service department for evaluation. The service department installed the suspect uim onto a test fixture and confirmed the customer's reported issue. The cause of the reported issue was isolated to a defective display assembly.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen is unresponsive in the lower right hand corner by the fraction of inspired oxygen (fio2) area. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to the touch screen being out of calibration. The reported issue was corrected by performing a touch screen calibration.